Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead (B)(6) 2007; (B)(4) implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular and left ventricular leads had high pacing thresholds. The right ventricular pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. The left ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.